Event description:
It was reported that oversensing and pacing inhibition was noted on this cardiac resynchronization therapy defibrillator (crt-d). The signal from the right atrial channel is being detected on the right ventricular channel, which was noted to interfere with the bi- ventricular pacing due to the associated oversensing. Technical services (ts) recommended reprogramming options. This crt-d remains in-service at this time. No adverse patient effects were reported.